Event description:
Boston scientific received information that the patient with this defibrillator and atrial lead experienced dizziness and was "feeling off". Prior to device interrogation, it was noted the patient was in a irregular paced rhythm at approximately 100 bpm. Interrogation revealed intermittent non-physiological noise on the atrial lead that the device was tracking. All atrial lead measurements were normal, however a review of the daily measurements revealed frequent low out of range atrial lead impedance measurements. It was thought there may be lead insulation damage. A lead revision may be performed in the future, however has not been scheduled. The device atrial sensitivity was reprogrammed to avoid further oversensing that resulted in the rapid ventricular pacing suspected as the reason for the patient's symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, an amended report will be provided.

Event description:
Additional information was received indicating episodes of oversensed noise continue to be observed on this right atrial (ra) lead and implantable cardioverter defibrillator (ICD). The patient frequently presents to their clinic for device checks. It was noted that the ICD was reprogrammed to vvir and ra lead electrically abandoned at the patient's previous follow-up. No events were recorded to the device or changes made at their most recent follow-up. No adverse patient effects were reported. This ICD remains in service.